Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "ucc rep wants to identify his access counterpart. Customer wants to report a needle stick injury when using powerloc." No other information was received.